Event description:
The patient (pt) stated she cannot get it to charge for the past few weeks. Pt has tried repositioning the antenna like the screen is showing but it is not working - pt stated it will connect for a few seconds and then go off. Pt stated her ins battery has been depleted since about a month ago. Pt stated she could not locate her pt programmer to check to see if it would connect to the ins. Pt tried antenna locate with pss instruction and reported seeing 52 and then when pt tried to recharge she got reposition antenna symbol again. Caller was redirected to the healthcare provider (hcp). It was suggested the pt have the ins checked for possible od. No patient symptoms were reported. Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported they never received a recharging antenna. Repair noted the recharger (insr) antenna would be replaced due to the reposition antenna screen as when the patient tries to charge the ins they will connect for a few seconds and then this screen will appear. No impact to the patient or their symptoms were reported. The reason for call was a while ago several months ago maybe years ago the pt could not charge their ins. Pt tried charging it and the ins got discharged then they could no longer find the charging circle (ps understood the recharger). Pt noted their implant was completely discharged and they were in the process of looking for a doctor to remove it. Pt noted their orthopedic doctor requested and MRI for the pt and pt was told the ins had to be put in MRI mode but they could not put the ins in MRI mode since they could not charge it. Pt was hoping that they could speak to a medtronic representative who could recommend a doctor to get the ins removed. Ps emailed the field notifying them about the situation. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the circumstances that led to not being able to charge and being unable to put the device into MRI mode was that the device was completely discharged. The steps taken to resolve the issue was removing the device/battery. The pt also reported that tis issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.